Manufacturer narrative:
Company comment: the serious event of vascular occlusion and the non-serious event of gingival ulceration were considered expected and possibly related to the treatment. The likely root cause includes intravascular filler injection leading to vascular occlusion and its manifestations. Potential contributory factor includes injection technique. Restylane-l was intentionally misused by using a cannula. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 17-oct-2023 by a physician which refers to a 48-year-old female patient. Additional information was received on 19-oct-2023 from the same reporter. The patient had no known medical history or allergies. The patient was not taking any concomitant medications. The patient had previously received treatment with unspecified toxins and fillers in 2018 for cosmetic indication. On (B)(6) 2023, the patient received treatment with 0.3 ml of restylane-l (lot 21259) to mid cheek nasolabial fold using cannula with unknown injection technique. The restylane-l was injected using cannula (intentional device misuse). Ten seconds after the treatment, on (B)(6) 2023, the patient experienced a big occlusion (vascular occlusion). The patient was treated with hylenex [vorhyaluronidase alfa], flush nitro bid [glyceryl trinitrate] paste, warm compress, aspirin [acetylsalicylic acid], hyperbaric chamber and tadalafil [tadalafil] 10 mg once daily for 10 days. On an unknown date in (B)(6) 2023, after 48-72 hours of treatment, the patient experienced a few areas of ulceration in her gums (gingival ulceration). On an unknown date in 2023, all her symptoms were resolved. Outcome at the time of the report: occlusion was recovered/resolved. Ulceration was recovered/resolved. Restylane-l was injected using cannula was recovered/resolved.